Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes , investigation conclusions), h11. Corrected fields: d10, h6 (health effect ¿ impact codes) due to character limit: corrected event site telephone (e1): (B)(6). The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and traces in the innerlumen. The guidewire was returned inside of the iab. The one-way valve was also returned. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed, and no leaks were detected. One-way valve vacuum test was preformed, and it was able to hold vacuum. The guidewire was pulled from the iab by the technician. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported events cannot be confirmed by the evaluation. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Complaint ID: (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
After inserting two mega 8 fr 50cc iab catheters in the same patient, the user encountered the following alarms on the cardiosave iabp: "check iab catheter" and "leak in iab system." As a result, therapy could not be initiated, and the patient¿s circulatory support had to be managed with alternative medications. While both alarms are catheter-related, a service technician had inspected the cardiosave iabp earlier that day and found no malfunctions. This suggests that the issue is likely with the iab catheters rather than the pump itself.